Manufacturer narrative:
One device was returned for repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional testing were performed. It was found that the downstream occlusion (dso) seal was the cause of the issue. The dso seal, dso bezel, dso seal was replaced, and the device was running normally post repair.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a nonstop downstream occlusion alarm. There was no patient involvement.